Event description:
Recovery ivc filter placed in 2004 found to be fractured with one arm retained locally loose in filter, and the other embolized to the right ventricle. The pt is asymptomatic. Filter and local fragment were removed with forceps; intracardiac fragment could not be removed. Will be followed with serial imaging.